Manufacturer narrative:
The device will not be returned for evaluation as it was implanted in the patient. Based on the reported information, there did not appear to have been any defect of the device during use. The event occurred in the patient post procedure and its cause was unknown. Further follow up is being performed; should additional information be received a supplemental will be submitted. Mdrs related to this report: 2029214-2017-00772. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information this patient experienced an ischemic stroke followed by hemorrhagic transformation post coiling treatment. It was reported that there was serious deterioration in the state of health and resulted in permanent impairment. The patient required prolongation of existing hospitalization. It was further reported that it was possibly related to the procedure, however noted not to be device related. The patient was treated with mannitol, decadron, catapresan, avelox and zofor, apotel and keppra. This patient received heparin and nimotop. Antiplatelet therapy included prasugrel 5 mg, and was increased to 10 mg, 5 days post procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.